Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp was fractured. DHR was reviewed and no discrepancies were found. Visual examination showed signs of repeated use. A previous investigation concluded that the reported event was due to bending/torsional loading on the device. This tasp was manufactured before the design modification to prevent fractures. Root cause for this fracture is design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 02921. Customer has returned the device to zimmer biomet for investigation and evaluation has begun. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp top cracked during the trialing and became stuck to the bottom piece. All the tasp pieces were removed and separated on the back table where the piece from the bottom tasp was noticed to be broken. Another provisional set was opened and used to complete the case. Attempts have been made and no further information is available at this time.